Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the left monitor and the system batteries. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would produce a dark image. No patient injury was reported.